Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. There was a backflow observed at the fill-port. The assignable cause is that particulate matter is trapped between the checkband and the stress member. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was a backflow. A breach of the sterile fluid pathway occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.